Manufacturer narrative:
B3: date of event: exact date unknown, patient provided 2023.

Event description:
It was reported that the patient experienced inadequate stimulation from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system following a motor vehicle accident in 2023, the exact date is unknown. The patient underwent a procedure in which the ipg was replaced. The patient is doing well post operatively, and the ipg will not be returned for analysis as it was retained by the patient.